Event description:
During an atrial fibrillation procedure, a tip fracture was noted. The curve of the catheter did not function as expected. Upon removal from the patient, the tip of the catheter was noted to be fractured. Another catheter was used to complete the procedure with no consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One viewflex xtra ice catheter was received for evaluation. The catheter tip was noted to be bent and fractured. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. A corrective action was initiated to investigate the failure mode of fractured tips on viewflex catheters.